Manufacturer narrative:
Date of event: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. A specific failure mode was not provided, and the device was not returned for analysis; therefore, a conclusive cause for the reported difficulties could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that vessel puncture closure was attempted using a starclose se device. Reportedly, a failure with the starclose se device occurred while teaching a colleague the use of the device. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.